Manufacturer narrative:
(B)(4). The lot was manufactured february 26, 2015 ¿ february 27, 2015. The device was evaluated at the baxter (B)(4). A visual inspection showed white floating particulate matter. A CAPA was opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had white floating particulate matter. This was found after being compounded with flucloxacillin. There was no patient involvement. No additional information is available.